Event description:
It was reported that the patient was seen in clinic experiencing presyncope. The right ventricular lead exhibited noise. On (B)(6) 2014, the lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.